Event description:
Two devices: the #1:data receiver unable to sense capsule. Two receivers were tried. The #2: sensed the capsule but the wrong capsule number was sensed. Manufacturer response for capsule, given imaging/covidien (per site reporter): requested to send it back for a replacement.

Manufacturer narrative:
The following elements have blank data.

Event description:
Two devices: #1:data receiver unable to sense capsule. Two receivers were tried. #2:sensed the capsule but the wrong capsule number was sensed. Manufacturer response for capsule, given imaging/covidien (per site reporter). Requested to send it back for a replacement.